Event description:
During cardiomems implant procedure the patient experienced hemoptysis. A CT scan was performed and confirmed there was no perforation. The physician reported he believed the cause of the hemoptysis was the v-18 guidewire triggering a vigorous cough reflux. The hemoptysis resolved on its own without intervention. The patient was kept over night for monitoring and discharged the next day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).